Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a device change out, the rv lead shock impedance was 48 when induced for dft testing. On (B)(6) 2017 the first home monitoring transmission showed a shock impedance of 65 ohms. From (B)(6) 2017, the shock impedance increased to over 150 ohms. The physician was notified and chose to replace this lead. Should additional information be received, this file will be updated.